Event description:
The surgery was a breast biopsy. The doctor had taken a biopsy and was buzzing a hemostat to stop bleeding but it wouldn't cauterize, so they quit using the excalibur plus esu and used argon to finish the case. A burn was discovered around the retractor at the completion of the case. The burn was superficial.